Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has been experiencing numbness from her knees to her feet since undergoing surgical intervention on (B)(6) 2013. See MFR report# 1627487-2013-07050 for further details, surgical intervention, product return, and device eval.